Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, umbilical hernia, genital herpes and hemorrhoids. Previously administered products included for contraception: ortho tri-cyclen from 2000 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced syncope ("syncope") and sinus bradycardia ("sinus bradycardia"), 22 days after insertion of essure. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower stomach pain / lower abdominal pain"). In 2011, the patient experienced vulvitis ("infection (bladder/ urinary tract/vaginal) type: vulva") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2014, the patient experienced incision site rash ("rashes or skin conditions type: rash by the incision in the abdominal area"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / lower pelvic tenderness"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge") and neck injury ("neck injury"). The patient was treated with surgery (hystrectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, intermenstrual bleeding, vaginal discharge, vaginal haemorrhage, vulvitis, vaginal infection, incision site rash, dyspareunia, syncope, sinus bradycardia and neck injury outcome was unknown and the pelvic pain, heavy menstrual bleeding and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, incision site rash, intermenstrual bleeding, neck injury, pelvic pain, sinus bradycardia, syncope, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvitis to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal discharge. Discrepancy noted in the essure implant date- (B)(6) 2008 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information was added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, umbilical hernia, genital herpes and hemorrhoids. Previously administered products included for contraception: ortho tri-cyclen from 2000 to (B)(6)2008. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced syncope ("syncope") and sinus bradycardia ("sinus bradycardia"), 1 day after insertion of essure. In (B)(6)2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower stomach pain / lower abdominal pain"). In 2011, the patient experienced vulvitis ("infection (bladder/ urinary tract/vaginal) type: vulva") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6)2014, the patient experienced incision site rash ("rashes or skin conditions type: rash by the incision in the abdominal area"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / lower pelvic tenderness"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge") and neck injury ("neck injury"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, metrorrhagia, vaginal discharge, vaginal haemorrhage, vulvitis, vaginal infection, incision site rash, dyspareunia, syncope, sinus bradycardia and neck injury outcome was unknown and the pelvic pain, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, incision site rash, menorrhagia, metrorrhagia, neck injury, pelvic pain, sinus bradycardia, syncope, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvitis to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Imaging procedure - on (B)(6)2008: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, umbilical hernia, genital herpes and hemorrhoids. Previously administered products included for contraception: ortho tri-cyclen from 2000 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced syncope ("syncope") and sinus bradycardia ("sinus bradycardia"), 1 day after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower stomach pain / lower abdominal pain"). In 2011, the patient experienced vulvitis ("infection (bladder/ urinary tract/vaginal) type: vulva") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2014, the patient experienced incision site rash ("rashes or skin conditions type: rash by the incision in the abdominal area"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), the second episode of pelvic pain ("lower pelvic tenderness") and neck injury ("neck injury"). The patient was treated with surgery (hystrectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, metrorrhagia, vaginal discharge, vaginal haemorrhage, vulvitis, vaginal infection, incision site rash, dyspareunia, syncope, sinus bradycardia, the last episode of pelvic pain and neck injury outcome was unknown and the menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, incision site rash, menorrhagia, metrorrhagia, neck injury, sinus bradycardia, syncope, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, vulva, rashes or skin conditions type: rash by the incision in the abdominal area, dyspareunia (painful sexual intercourse), syncope with sinus bradycardia with possible arrest, lower pelvic tenderness, neck injury. Outcome of event pelvic pain, menorrhagia were updated. Onset date of event menorrhagia were updated. Aka name, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury were updated to new events migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), vaginal discharge. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.